Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was implanted on (B)(6) 2011. A warning message was displayed upon interrogation: "warnings (27) the device was re-initialized 1 times since the beginning of life; last reset date: (B)(6) 2011 17:16; delivered energy of last shock (j): 0". The re-initialization date shown relates to an event that occurred prior to implant. Reportedly, the device may have been initialized some weeks prior to implant. As reported, charge time tests results were normal at implant and at the 6-week follow-up check.